Manufacturer narrative:
Investigation summary: customer notified of a potential patient sample result issue (443982) after an investigation of data performed under ids-25-5339-fa. Following the field safety action, customer has experienced erroneous results: 6 false negative due to the overlabelling issue. Following implementation of the script correction, 10 samples turn positive. After review of the results we could confirm that this was due to the lod of the sample being very low. In total 14 patient had an erroneous results reported and clinician informed. (2 of the results were from the same patient) that patient initially reported as negative, but with a new positive results will be followed up as positive patient. This means cytology evaluation of sample and may be asked for colposcopy or to come back in shorter time-frame. A CAPA was opened documenting the root cause to be a software issue that mis-identified converted sample tube history causing the workflow to assume that a newly converted sample had already been pre-warmed. This is a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of may 2025. No trends indicated. Complaints received for this device and reported condition will continue to be tracked and trended. No samples were expected to be received as part of this complaint, as bd was in communication with the customer sites over which samples to repeat. All follow up testing was performed at the customer site.

Event description:
Report 8 of 14: it was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result was obtained. There was no report of patient impact.